Event description:
The device was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Analysis of the device did not reveal any abnormal results, and there was no evidence of an internal short. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.